Manufacturer narrative:
(B)(4).evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the main pc board was replaced. The unit has not been returned for service prior to this event, therefore no service history review can be done. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection procedure the generator could not pass the self test after powering on. The surgery was completed by electric blade. The patient was fine. The device was sent to the international service center for evaluation.